Manufacturer narrative:
(B)(4). With regard to this, please confirm if any of the following information is available: was there any surgical delay? If yes, what was the duration of the delay? No. Event date? (B)(6) 2022. What was the affected side? Left, or right? Unk. Was the seal broken/sterile integrity of the package breached? Yes. How the packaging was damaged? Once opened the out-box, noted the inner packing was damaged. What was the specific type of damage sustained? The inner packing was damaged. This information above was received from the sales rep via phone on (B)(6) 2022. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Inner packing damaged. It was reported that during the surgery, opened the out-box, noted the inner packing was damaged (as the photo shows). Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was returned. After physical and photo review, it was identified, that inner packaging was damaged. Therefore, the allegation can be confirmed. No other issues were identified. Additional monitoring, for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed, for the finished device p/n#: 50410106, (lot#: 9815874). And no non conformances or manufacturing irregularities related to the malfunction were identified.